Event description:
On (B)(4) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his one touch ultramini meter was displaying an error (unknown) message. The complaint was classified based on the customer service representatives (csr) documentation. The patient reported that the alleged issue began on (B)(4) 2014 at 7:00 p. M. The patient manages his diabetes with insulin (unknown type; self-adjuster) and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. The patient stated, 1 hour after the alleged issue occurred, he developed symptoms of ¿dry mouth and thirsty¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the csr walked the patient through a test and the issue was resolved. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.